Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the r2p destination sl device involved guiding sheath tip was deformed. The device was used to treat stenosis of the right superficial femoral artery (sfa) via a left radial approach. After the puncture, a 0.0035" guide wire was inserted into the vessel. The sheath/dilator assembly was attempted to be introduced into the vessel over the guide wire. However, the sheath/dilator assembly was difficult to advance due to high resistance, despite the several times force was applied. It was then found that the tip of the sheath was deformed as there was a difference in the diameter between the sheath and the dilator. The r2p guiding sheath use was aborted and the access was changed to via the femoral artery using a destination ex device. Subsequently, the procedure was successfully completed. The estimated blood loss was less than 250cc's. There was no health damage to the patient. No equipment or other devices were used with the above product. There was no patient injury/medical or surgical intervention required.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the device was not available for evaluation. The exact root cause cannot be determined. Review of DHR showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).